Manufacturer narrative:
An event of anemia, fever, pneumonia, hypoxia, low blood pressure/hypotension, respiratory insufficiency, cardiac arrest, encephalopathy, chronic obstructive pulmonary disease, tachycardia, sepsis, thrombosis/thrombus, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath for a left atrial appendage closure. There was a 1.0mm trace pericardial effusion present prior to introduction of the delivery system. The left atrial pressure was 7mmhg, and 400ml of fluids were given. Heparin was administered during procedure. The minimum activated clotting time (act) was 265 seconds, and the maximum act was 313 seconds. Patient took last dose of anticoagulant on (B)(6) 2023 at 1900. The patient was in normal sinus rhythm at the start of the procedure. The device was deployed and successfully implanted. The device was not partially or fully recaptured during the procedure. There was no difficulty implanting the device, and there were not multiple wire or delivery sheath exchanges. The landing zone diameter of the laa was 19mm and the maximum depth was 23-30mm. On post procedure transesophageal echocardiogram (tee), there was no change noted to the pericardium. The patient was initially stable post procedure. Later in the evening, the patient was unresponsive and had gone into cardiac arrest. A code blue was called and cardiopulmonary resuscitation (CPR) was started. The patient received several rounds of CPR, epinephrine, sodium bicarbonate, and calcium with return to rhythm. Patient was intubated and transported to intensive care unit (ICU) where they received a central line. Patient experienced cardiogenic shock and acute respiratory failure. An echocardiogram revealed a circumferential pericardial effusion with cardiac tamponade. The patient was then emergently transported to the cath lab and had pulseless electrical activity (pea) and received one round of compressions and additional epinephrine with return of spontaneous circulation. In the cath lab, 800cc of blood fluid was aspirated from the pericardial space. The patient had episodes of hypotension during the procedure. Patient received a blood transfusion of 2 units of red blood cells. Due to cardiac arrest, patient had lactic acidosis and hypoxemia. IV fluids were administered and vasopressors were titrated. Patient also had an elevated white blood count (wbc). On (B)(6) 2023, patient had difficulty waking up and was suspected to have metabolic encephalopathy. The patient also developed a fever. A chest x-ray indicated the possible beginning of pneumonia, and the patient was administered IV antibiotics. On (B)(6) 2023, the patient's hemoglobin/hematocrit were decreased, and patient had anemia. On (B)(6) 2023, it was noted that the patient began suffering from exacerbation of their chronic obstructive pulmonary disease. It was noted that the event was likely, triggered from the rib fracture and aspiration pneumonia. The patient was started on solu-medrol, methylprednisolone, and duoneb nebulizer. It was stated that the amplatzer amulet left atrial appendage occluder was the cause of the pericardial effusion. On (B)(6) 2023, it was reported that the patient had severe sepsis, tachycardia, fever, and elevated lactate. The sepsis protocol was initiated, and the patient received limited fluid given concern for overall volume overload. On (B)(6) 2023, an ultrasound of the upper extremities revealed superficial thrombus in both arms, and patient was started on daily 81mg aspirin on (B)(6) 2023. On (B)(6) 2023, the patient was admitted to the emergency room to due shortness of breath and bilateral lower extremity edema. The patient's work up was significant for congestive heart failure with electrolyte imbalance. The decision was made to keep the patient for further observation and administer intravenous diuretic and electrolyte replacement. On (B)(6) 2023, patient was started on an IV heparin drip. On (B)(6) 2023, the patient was discharged to a rehabilitation facility. Subsequent to the previously filed report, additional information was received that on (B)(6) 2023, the patient was admitted to the emergency room to due shortness of breath and bilateral lower extremity edema. The patient's work up was significant for congestive heart failure with electrolyte imbalance. The decision was made to keep the patient for further observation and administer intravenous diuretic and electrolyte replacement. On (B)(6) 2023, patient was started on an IV heparin drip. On (B)(6) 2023, the patient was discharged to a rehabilitation facility.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath for a left atrial appendage closure. There was a 1.0mm trace pericardial effusion present prior to introduction of the delivery system. The left atrial pressure was 7mmhg, and 400ml of fluids were given. Heparin was administered during procedure. The minimum activated clotting time (act) was 265 seconds, and the maximum act was 313 seconds. Patient took last dose of anticoagulant on (B)(6) 2023 at 1900. The patient was in normal sinus rhythm at the start of the procedure. The device was deployed and successfully implanted. The device was not partially or fully recaptured during the procedure. There was no difficulty implanting the device, and there were not multiple wire or delivery sheath exchanges. The landing zone diameter of the laa was 19mm and the maximum depth was 23-30mm. On post procedure transesophageal echocardiogram (tee), there was no change noted to the pericardium. The patient was initially stable post procedure. Later in the evening, the patient was unresponsive and had gone into cardiac arrest. A code blue was called and cardiopulmonary resuscitation (CPR) was started. The patient received several rounds of CPR, epinephrine, sodium bicarbonate, and calcium with return to rhythm. Patient was intubated and transported to intensive care unit (ICU) where they received a central line. Patient experienced cardiogenic shock and acute respiratory failure. An echocardiogram revealed a circumferential pericardial effusion with cardiac tamponade. The patient was then emergently transported to the cath lab and had pulseless electrical activity (pea) and received one round of compressions and additional epinephrine with return of spontaneous circulation. In the cath lab, 800cc of blood fluid was aspirated from the pericardial space. The patient had episodes of hypotension during the procedure. Patient received a blood transfusion of 2 units of red blood cells. Due to cardiac arrest, patient had lactic acidosis and hypoxemia. IV fluids were administered and vasopressors were titrated. Patient also had an elevated white blood count (wbc). On (B)(6) 2023, patient had difficulty waking up and was suspected to have metabolic encephalopathy. The patient also developed a fever. A chest x-ray indicated the possible beginning of pneumonia, and the patient was administered IV antibiotics. On (B)(6) 2023, the patient's hemoglobin/hematocrit were decreased, and patient had anemia. On (B)(6) 2023, it was noted that the patient began suffering from exacerbation of their chronic obstructive pulmonary disease. It was noted that the event was likely, triggered from the rib fracture and aspiration pneumonia. The patient was started on solu-medrol, methylprednisolone, and duoneb nebulizer. It was stated that the amplatzer amulet left atrial appendage occluder was the cause of the pericardial effusion. On (B)(6) 2023, it was reported that the patient had severe sepsis, tachycardia, fever, and elevated lactate. The sepsis protocol was initiated, and the patient received limited fluid given concern for overall volume overload. On (B)(6) 2023, an ultrasound of the upper extremities revealed superficial thrombus in both arms. Patient was started on daily 81mg aspirin. On (B)(6) 2023, the patient was started on an IV heparin drip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.